Event description:
(B)(6) 2016 15:00:32 rv bipolar lead impedance >3000 ohms. 3000 ohms (B)(6) 2016 15:00:32 rvtip to rvcoil lead impedance >3000 ohms. 3000 ohms (B)(6) 2016 15:00:32 rv deflb lead impedance >200 ohms. 200 ohms (B)(6) 2016 14:58:47 rv bipolar lead impedance >3000 ohms. 3000 ohms (B)(6) 2016 14:58:47 rv tip to rvcoil lead impedance >3000 ohms. 3000 ohms (B)(6) 2016 14:58:47 rv defib lead impedance > 200 ohms. 200 ohms. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).